Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump touch screen was delayed in responding to presses. Customer's blood glucose level was 195-200 mg/dl. Reportedly, after unable to reset pump customer will be receiving new pump. Reportedly, the customer reverted to manual injections for continued insulin therapy.